Event description:
It was reported that a patient underwent an abdominoplasty on an unknown date and a surgical sealant was used. Two weeks following the procedure, the patient developed erythema and edema at the incision site. The reaction progressed to red patches on the upper thighs. The patient was treated with trimovate and eumovate cream. The reaction did subside within several weeks.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.